Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms during basal deliveries. A cartridge and infusion set change was performed resolving the occlusion alarms. The customer's blood glucose (bg) level was as high as 400mg/dl and a manual injection was administered to address the bg level. Tandem technical support educated the customer in regards to possible causes of occlusion alarms. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.